Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) and the associated outflow graft (lot no. 390500-9210) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. The reported occlusion event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, neurological dysfunction, cardiopulmonary arrest, and death are known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft serial or lot#: 390500-9210 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) outflow graft had a suspected occlusion. The patient underwent a left thoracotomy to revise the outflow graft. The patient experienced a stroke post-operation and subsequently died due to cardiac arrest. The vad and outflow graft remains implanted in the patient.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 31-aug-2021 / lot #: 390500-9210 d6a: implanted date: (B)(6) 2016, d9: no, h3: no, h4: mfg date: h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.